Manufacturer narrative:
Result of investigation: exact root cause unknown. Display is flickering but machine is starting-up properly in the background. Cables are seating properly and issue resolved with new main board. Customer informed that issue resolved with a main electronics.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files has been provided it showed power button pressed and released entries (221x) between 4-10 jul, 2021. Technical team advised & provided the customer troubleshooting steps to solve the issue but another issue occurred with the display of the unit as it continously flickering. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that after doing all the troubleshooting steps advised by the technical team (see (B)(4) as the device switched on independently) another issue occured (2nd occurrence) with the bellavista 1000 as touch display is coming as the display is flickering continuously during repair/pre-use check. There was no patient involvement associated from this reported event.